Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic experiencing pocket stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After a device software download, normal function resumed.